Event description:
Per report received from japan, the patient who had very severe aortic stenosis underwent a transfemoral transcatheter aortic valve replacement (tavr) and received a 26 mm sapien 3 valve. The valve was deployed with 2ml less than nominal volume and landed as intended. When conduction of post dilation was being considered, pericardial effusion was observed in echocardiography. Aortography was performed, but obvious rupture was not found. Pericardial effusion gradually increased, and systolic blood pressure (sbp) dropped to 40-50 mmhg. Hence, drainage was executed, and sbp recovered to 100 mmhg. After withdrawing the esheath, protamine was administrated. Since no pericardial effusion was observed in transesophageal echocardiography (tee), the patient left the operation room with a chest tube. Per medical opinion, it was considered that the cause of pericardial effusion was bleeding from sov, due to a large calcification on left coronary cusp (lcc) which was observed in aortography.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, annular tear, or rupture are known potential risks or adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv oversizing, severely obliterated sinuses of valsalva, porcelain aorta, and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to cardiovascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. Pericardial effusion is an abnormal accumulation of fluid in the pericardial cavity. Because of the limited amount of space in the pericardial cavity, fluid accumulation will lead to an increased intra pericardial pressure which can negatively affect heart function. When there is a pericardial effusion with enough pressure to adversely affect heart function, this is called cardiac tamponade. It can be caused by a variety of local and systemic disorders, or it may be idiopathic. Pericardial effusions can be acute or chronic, and the time course of development has a significant impact on the patient's symptoms. In thv patients, it may be caused by guidewire perforations or annular ruptures. In transapical patients, postoperative pericardial effusions are common, most will resolve spontaneously, and some may require intervention. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that the cause of pericardial effusion was bleeding from sov, due to a large calcification on left coronary cusp (lcc) that was observed in aortography that caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.